Manufacturer narrative:
The information contained in this report is being provided to the FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination of admission that a device has malfunctioned or that a device is related to an injury or death.

Event description:
The patient underwent an interbody fusion procedure on (B)(6) 2025. During the surgical procedure while filling the mesh implant, imaging confirmed portal tube advancement anteriorly through the annulus. The portal tube was retracted and the mesh implant component removed. The surgeon confirmed no patient injury or consequence as a result of the annulus breach. An alternate intervertebral fusion device and fixation were placed to complete the surgical procedure without patient consequence.